Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The end user has reported that last friday, at (B)(6) hospital, they extracted a broken gamma nail which they want to send back for investigation. Need for revision, fracture was not healed (yet). Extraction broken gamma nail and revision with omega.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the breakage of the nail occurred because of the fatigue of the material. Indeed, the different surfaces on the bridges prove that the nail was subjected to a constant repetitive mechanical load a few months, until the material broke. One of the bridges shows shiny areas which proves that the material first broke on that side first, and the two parts of the nail rubbed against each other before the nail gave in completely of the other side (matt grain of material). The misdrilling traces that can be seen on the device could also have contributed in introducing weak points from which the cracks could either have started or had appeared after and propagated. Since the x-rays were provided, the opinion of a medical expert was requested. Their statement is as follows: "on the initial x-rays, just after surgery there seem to be a big gap between the fragments. So that means there is no compression on the fragments. This is especially clear on the x-rays from 17-3. [...] Since it broke somewhere late november, there was no consolidation of the fracture at all. I guess there could have been to much stress on the nail due to the gap, this might have caused the early breakage." Therefore, based on the available analysis of the device and the statement of the medical expert, the root cause is attributed to be user related. An inadequate reduction of the bone fragments caused too big of mechanical forces on the nail, which lead to its breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The end user has reported that last friday, at (B)(6) hospital, they extracted a broken gamma nail which they want to send back for investigation. Need for revision, fracture was not healed (yet). Extraction broken gamma nail and revision with omega.